Manufacturer narrative:
It was reported that the fast path summary indicated the device was in MRI mode. The provided information was reviewed by abbott engineering and it was confirmed that an inappropriate mode change to MRI mode occurred, with evidence consistent with a root cause of the lp interpreting emi as a false-positive telemetry command to change modes.

Manufacturer narrative:
The device is subject to the aveir unexpected and inadvertent mode change action issued by abbott on 03 april 2024. This event is pending a correction/removal reporting number.

Event description:
It was reported that the patient presented with an arrhythmia. The patient stated that their heart was beating faster than usual. Upon interrogation, it was noted that the leadless pacemaker (lp) was in MRI (magnetic resonance imaging) mode. The patient denied having an MRI or exposure to anything unusual. Programming changes were made to resolve the issue. The patient was stable.